Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Implant loss infection.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Additional information being added. The initial report was submitted without information. Added: describe event or problem : it was reported that a patient experienced a dental implant loss. UDI# (B)(4). Reporting contact us phone number : (B)(6). This is a follow up report for this additional information that was not included in the initial report.